Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states immediately following implantation into the eye the lens optic was observed to be cracked. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that resistance was felt by the surgeon as the lens moved from the cartridge into the nozzle. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 093224965 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 093224965. Continued injection at the point resistance was met may be a contributory and/or causative factor to the optic damage during injection.

Event description:
On 12th december 2024, rayner received notification from its distributor in (B)(6) of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation a crack in the optic was observed necessitating lens explantation and exchange.